Manufacturer narrative:
The reported symptom code (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. The functional display check failed. The failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became operational. The functional display check passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record revealed in final test: touch screen is dim. Send to rework 7/26/18. Rework: found the inverter board was causing the dim display. Replaced inverter board. Display I snow working as it should 7/26/18.

Event description:
A peritoneal dialysis (pd) patient reported that the liberty select cycler experienced blank screen in dwell 4 of 4. Patient stated that he can hear the cycler working but nothing appears on the screen. After attempting to troubleshoot, the patient was advised to discontinue use of the cycler and a replacement cycler was arranged. The patient was advised to contact the peritoneal dialysis nurse. Additional information was solicited.